Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was prompting an unknown error message. This complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began at 1 p.m on the day he contacted lfs. The patient was unable to remember the exact message, but stated he remembered seeing "did not load properly." The patient reported managing his diabetes with insulin, novolin r: 30 units (am) and 24 units (pm) and novolin n: 70 units (am) and 60 units (pm) and denied making any changes to his usual diabetes management routine in response to the reported issue. The patient mentioned that a few minutes after the alleged power issue started he became "disoriented and had visual changes (white turned to yellow)." The patient claimed that he treated himself with food immediately after developing the reported symptoms. At the time of troubleshooting the cca confirmed that the patient was not using the subject meter for the first time and that there had been no misuse to the subject device. The issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being ruled out as an adverse event because the symptoms reported by the patient do not meet lfs's criteria of a serious injury. However, this complaint is being reported because the alleged error message was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) respectively on (B)(4) 2012 with the following finding: the meter and test strips both passed all testing with no faults found. The primary complaint was not confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.